Event description:
A malfunction was reported with a pump, and the caller confirmed no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.